Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat a 90% stenosed lesion located in the moderately calcified, moderately tortuous lcx (left circumflex) artery with a 2.50x32mm taxus liberte stent. The vascular access site was radial. The lesion was pre-dilated with an unk 2.5mm balloon catheter resulting in approximately 25% stenosis. The taxus liberte sds (stent delivery system) was unable to cross the lesion. The physician felt strong resistance while attempting to cross the lesion. The physician attempted to withdraw the sds. But was unable to do so due to the sds getting caught on the tip of the guide catheter. The physician removed the stent from the sds at the brachium of the pt. The stent was then removed successfully with a snare. The procedure was completed with another taxus liberte stent. There are no pt injuries reported.